Event description:
During a ptca treatment procedure, the quantum maverick monorail 20/3.5 mm balloon ruptured at 20 atms on the third inflation. (The number of atms reached on the initial two inflations is unknown.) The patient was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the mid right coronary artery. The physician used a terumo introducer sheath for vascular access and a blance guidewire and a launcher guide ctheter to cross the lesion. The quantum maverick monorail balloon was being used to predilate the lesion for placement of a cypher stent. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as `good'.